Event description:
The customer reported that the system displayed a saturation fault message which occurred intermittently during procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned and regreased the high voltage candlestick. The system was tested and found to be working as intended and put back in service.